Event description:
International affiliate reports three expedium di polyaxial drivers were returned in a loan kit, missing their tips. It is not known when or where tip breakage occurred. As it is possible that the broken screws were left in a patient, possible within an implanted set screw, a medwatch report is being filed to document the event. See mfg. Medwatch reports 1526439-2012-00191 and 1526439-2012-00193 for the two other expedium di polyaxial drivers that were involved in this event.

Manufacturer narrative:
Visual examination found tip breakage occurred in torsion with significant side loading. Although no definitive conclusions can be made, the damage suggests that the driver tip broke in torsion with a combination of side loading stress. It is likely that the front sleeve of the driver wasn't engaged with the tulip head of the screw during advancement/retraction. It is unknown if tapping was administered prior to advancing the screws into position. Review of the device history record found no discrepancies. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy synthes spine has requested return of the expedium di polyaxial driver for evaluation. A follow up report will be filed upon receipt of the device and completion of evaluation.